Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received. It was reported that the cgm reading was 40 mg/dl so the patient ate repeatedly. After some time, she wondered why the cgm was still reading 40 mg/dl so she checked her fingerstick and the bg value was 1000 mg/dl. The patient was hyperglycemic and was given insulin via intravenous (IV) therapy over 5 hours to drop the level. It was initially reported the patient could see less than before and the diopter value dropped to 7.2. The patient confirmed that the visual impairment is permanent. The patient had an eye exam a day before the hyperglycemic event, which showed only a minor vision impairment (less than 1.0 diopter). After the event, her vision impairment required a correction of approximately 7 diopter. Since then, the vision has not improved and became even worse in the course of the last few months (increased correction of + 2.0 and + 1.25 diopter). She mentioned that since the event she wears new eyeglasses with continuously increased corrections, which reflect the worsening of her vision. She stated that according to the eye doctor this has been caused by the hyperglycemic event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient reported the cgm reading was 40 mg/dl but the bg value was 1000 mg/dl. The patient was hyperglycemic and was given IV insulin over 5 hours to drop the level. It was reported that at the time of the report the patient could see less than before and the diopter value dropped to 7.2. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.